Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage on the device. Error code 1870 was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. As a preventative measure the motor and rotation detection sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the product has error code 1870. Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.